Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was reported that the station checked for wireless and ethernet feature availability. The technical support specialist (tss) had confirmed that the station was capable of both wireless and ethernet connectivity. The tss had further investigated by attempting to connect remotely, but the station remote access tool had appeared offline. The tss had advised the customer to check with the local information technology team to resolve the offline issue. The system functioned as intended technical support specialist investigated the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es had wi-fi capability, or it had required a data cable to be plugged into the wall and the remote smart service was offline. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.